Event description:
Received tubal occlusion in 1981 with silicone plugs placed in fallopian tubes in FDA controlled study. Pt was diagnosed with multiple sclerosis in 2003. Concerned that the silicone plugs may have caused the ms.